Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Continuity test and x-ray confirmed the high voltage cable was fractured approximately 4.5 cm from the terminal pin. There was a small area of fatigue striations on the proximal and distal fracture faces. Mechanical damage was noted on the majority of the fracture surfaces. As a result, the clinical observations were confirmed.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a follow-up, high out of range shock impedance measurements were noted on the right ventricular (rv) lead. Single coil vector programming was testing, but resulted in varying shock impedance measurements with some out of range. As a result, rv lead damage was suspected. The patient was admitted until the revision procedure could be performed. The rv lead was explanted and replaced. The suspected damage was visually confirmed. No additional adverse patient effects were reported.